Manufacturer narrative:
PMA/ 510(k) #: 850022/s017. It was confirmed the electrode gels do not contain corn. The warnings in the package insert state this type of event can occur. The product is still used by the patient and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of three for the same event. Report one and three for the same event are reported on MFR #:0002242816-2017-00006 and 0002242816-2017-00008.

Event description:
The sales representative advised the patient was having an allergic reaction to all of the electrodes. The patient broke out in a blistering rash. The patient advised her allergist gave her an antibiotic cream for her symptoms.